Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified flat creases and two curved openings. A microscopic analysis and leak test were performed which identified two striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was two striated openings in the anterior side assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.